Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported fluid leakage with safety-type cannula: on 5.30, which was fine during pre-flush, but fluid leakage was found above the cannula safety device after insertion of the cannula body, during pumping and when the tubing was flushed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two videos of powerloc infusion sets were returned for evaluation. An initial visual observation of the returned videos showed two infusion sets leaking from the needle housing when flushed. Use residues were observed on the samples in the returned videos, and no damage could be seen on the samples in the returned videos. There were no distinguishing features in the returned videos of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.